Event description:
The customer received questionable troponin t, cardiac t (tnt) results for one patient sample. The patient had multiple samples drawn (in a series) and the previous three samples had all recovered <0.01 ng/ml. The sample in question gave the following results: the initial tnt result was 0.055 ng/ml (accompanied by a data flag) when tested on this cobas 6000 e601 analyzer. The first repeat result was <0.01 ng/ml when tested on this cobas 6000 e601 analyzer. The second repeat result was <0.01 ng/ml when tested on an elecsys 2010 analyzer. The third repeat result was 0.072 ng/ml (accompanied by a data flag) when tested on this cobas 6000 e601 analyzer. The fourth repeat result was <0.01 ng/ml when tested on this cobas 6000 e601 analyzer. The customer proceeded to run the sample two additional times. The testing, performed once on this cobas 6000 e601 module and once on the elecsys 2010, generated <0.01 ng/ml both times. The customer put a fresh tnt reagent pack on the analyzer and performed calibration and quality control. He also spun down the sample and noticed what he referred to as a "button goober" in the sample. The customer repeated the sample three times: all three repeat tnt results were <0.01 ng/ml. Erroneous results were not reported outside the laboratory. The patient was not adversely affected by the event. The customer stated he was satisfied that the analyzer was performing fine and declined field service. The tnt reagent lot number was 15930001.